Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that while advancing the stent delivery system (sds) over a bmw guide wire, prior to entering the vasculature, resistance was felt. The sds was removed from the guide wire and it was noted that the stent was not on the sds, it was found on the bmw guide wire outside of the vasculature. The device or stent never entered the vasculature. Another device was used successfully. There was no additional information available.

Manufacturer narrative:
(B)(4). Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood on the outer member, balloon, stent implant and in the guide wire lumen. There was no contrast visible. The stent implant was loose on the proximal shaft. There were stretched struts in the stent implant, three struts in the first row and two struts in the second row of distal struts. The entire length of the stent implant was slightly smashed. There was no other damage noted to the stent implant. The balloon had relaxed folds. There were crimp marks on the balloon between the markers. There was balloon shredding for a length of 2 mm distal to the proximal balloon seal. There was balloon shredding at the distal end between the distal marker and the distal seal. There were three kinks in the hypotube, 12.5, 17, and 23.5 cm proximal to the guide wire exit notch. There was a kink in the inner and outer member, 10.5 cm distal to the guide wire exit notch. There was no other damage noted to the sds. The guide wire used during the procedure was not returned. The outer diameter measurements of the stent implant could not be taken due to the damage. Deltronic pin gauges were used to measure the tip inner diameter past the proximal seal, and the guide wire exit notch. The inner diameters met manufacturing criteria and a pin gauge was used. A new guide wire was backloaded through the returned sds. There was no resistance noted. Product performance engineering reviewed the incident information. Factors that may contribute to the inability to advance the stent delivery system (sds) over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, or damage to the distal shaft of the sds. To ensure this is not the result of a product deficiency, all sds are 100% visually inspected for proper guide wire movement on the manufacturing line. The inner diameter of the tip, distal shaft past the proximal seal, and guide wire exit notch were measured and met manufacturing criteria. The guide wire used in the procedure was not returned which may have aided the evaluation. The reported resistance was unable to be confirmed as a new guide wire was backloaded through the sds with no resistance noted. Analysis noted that the stent was loose on the proximal shaft, confirming the reported dislodgement. There were three struts in the first row and two struts in the second row of distal struts that were stretched. The entire length of the stent was slightly smashed. The balloon had relaxed folds. Crimp marks were visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interactions with accessory devices. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The outer diameters of the stent could not be measured due to the damage noted. In this case, it is possible that handling of the sds while resistance was encountered with the guide wire contributed to the stent damage and dislodgement, pushing the stent proximally on the sds. Analysis noted balloon shredding for a length of 2 mm distal to the proximal balloon seal and at the distal end of the balloon, between the distal marker and distal seal. There were three kinks in the hypotube and a kink in the distal shaft. Since this damage was not reported in the incident information, the balloon shredding and kinks may have occurred during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported difficulties with the guide wire or stent dislodgement; however, a conclusive cause could not be determined. A review of the product manufacturing records did not reveal any non-conforming material reports associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database was performed and there have been no similar incidents reported for stent dislodgement or difficult to position the guide wire for this lot. There is no indication of a lot specific quality deficiency; however, a conclusive cause could not be determined for the reported difficulties with the guide wire or stent dislodgement. There is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected and checked for proper guide wire movement on the manufacturing line and inspected online for stent placement. A sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.